Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips by the customer that the device had an operational test failure. There was no patient involvement.